Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including names of medication, dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used for wound closure of the skin. Post-op, on the 4th day after surgery, redness and swelling were found around the wound. The patient had inflammation. The patient was given medication and the dressing was changed. The patient had intermittent suture removal for wound healing in later stage. Additional information was requested including clarification on reported procedure date and event date.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/21/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure - unk date and name of index surgical procedure? - unk the diagnosis and indication for the index surgical procedure? -unk what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? -unk on what tissue was the suture used? -skin what was the tissue condition (normal, thin, calcified, fragile, diseased)? -unk how was the suture placed (interrupted or continuous)?-unk how was the suture originally tied (multiple knots, square knot, etc.)?-unk please describe any medical/surgical intervention required for this suture event including names of medication, dates and results.-unk did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?-unk what symptoms did the patient experience following the index surgical procedure? Onset date? -on the 4th day after surgery , redness and swelling were found around the wound. Other relevant patient history/concomitant medications? -unk what is the physician¿s opinion as to the etiology of or contributing factors to this event? - the product issue. What is the patient's current status? -good.